Event description:
It was reported that patient reported experiencing severe pain originating from the implant site, radiating to the back, sides, and stomach. Additional symptoms included nausea and difficulty standing or walking. The patient sought emergency care, where a CT scan was performed and no abnormalities were detected. The patient was prescribed medication for muscle spasms, which resulted in significant improvement. The patients pain had subsided and nausea was resolved.